Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer reported that the user tried to recover the failed drawer and rebooted the station but still the issue persisted. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the drawer cable. A field service engineer stated that the user itself reseated the cable connection and rebooted the station to resolve the issue and confirmed no issue with the station. The system functioned as intended.